Event description:
Pt admitted to the ICU with acute respiratory failure requiring intubation. She was requiring vasopressor support for suspected septic shock. On the day of her death, her vasopressor requirement increased to the maximum dose of levophed, epinephrine and vasopressin. However, she continued to have hypotension. She also had two cardiac arrests from which she was resuscitated earlier on during the day. Finally, following the second cardiac arrest, she was noted to require further vasopressor support. The pt's family made her a do not resuscitate after the second code. It was noted during the first and second code there was possible issues with the IV pumps. Staff responded to IV pump alarms and observed readings of "malfunction" immediately prior to the pt coding the first time. Another pump was brought in as the pt was being coded. The IV tubing was placed in the pump and again, the IV pump alarmed and the rn responded and observed the pump reading "malfunction" and the pt coded again. The pt was resuscitated both times. Diagnosis or reason for use: sepsis, severe hypotension, pneumonia, respiratory failure.